Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable pump won¿t run¿. Troubleshooting was performed but the alarm persisted. During troubleshooting, air bubbles were observed in the cassette tubing. The pump was powered off and was to be removed. Reservoir volume 133.9ml; rate 3.3ml/hr; given 16.15ml. Per the reporter, there were no adverse patient effects.